Event description:
It was reported that the patient presented to the clinic on 24 sep 2022 with non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that they were caused by post paced t wave oversensing. The device was reprogrammed resolving the issue. The patient was in stable condition.